Manufacturer narrative:
End-user reported after the event occured they had sought medical attention and of having x-rays performed, but did not report the outcome of the medical evaluation. End-user alleges suffering with headaches and neck pain, but did not have a medical diagnosis to substantiate the claim. This known failure mode was analyzed at the parent company in sweden and all parts met design specifications. It was, however noted, that these parts had failed because they had seen unusual stress which allowed them to fatigue and break over time. It was decided that the part could be changed to a different material that would be able to withstand more severe use and not fatigue. A new design of this part has been implemented into production. The re-designed part has been issued to the client to address this reported failure. The DHR for this device was reviewed and chair met specifications prior to distribution.

Event description:
Reports while seated performing a tilt function, one of the back canes broke causing the end-user to lose balance and fall out of the seating. End-user alleges having hit their head on the floor as a result of the fall.